Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 525 mg/dl; cause unknown. Customer administered a correction bolus via the pump to address the bg. Tandem technical support performed a full pump system check and verified that pump was operating appropriately. Customer reverted to an alternate form of insulin therapy.